Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 546 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention what type of treatment they used for their blood glucose levels. Customer's outcome pertaining to the complaint was that they verified the settings in the pump against the settings in carelink. The customer did not return the product back for analysis.